Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8780, serial (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via manufacturer representative (rep) regarding a consumer receiving dilaudid [2 mg/ml] at a rate of 0.1998 mg/day, baclofen [20 mcg/ml] at a rate of 1.998 mcg/day, and bupivacaine [2.5 mg/ml] at a rate of 0.2498 mg/day via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient stated she felt the pump was not fully functioning after implant which she informed her managing physician about. The physician would aspirate more than interrogated during refills as well. They had an infection after implant which she was dealing with for a few months, and then one month later the doctor did surgery number two to clean out the area around the pump and stated the catheter 'looked like spaghetti". The doctor shortened the catheter and then the doctor did surgery number three after the pump flipped two weeks afterwards. The rotor/dye study was performed (B)(6) 2017. The doctor informed the patient rotor was functioning well and difficult to see dye "go through the catheter" however, the pump and catheter as a system seemed to function fine with the next refill. The doctor aspirated the same volume as interrogated and stated perhaps the dye study cleared the catheter. The doctor removed a portion from the pump segment and revised it. About one drop of cerebrospinal fluid (csf) noted when the doctor aspirated from the catheter access port (cap). After several attempts, the doctor tried to flush the catheter with a little preservative free saline (pfns) and noted much resistance. The doctor used force which caused a leak from the pump segment, therefore, the doctor decided to place a new catheter and tied off the old catheter in the body. The patient stated she noted that the top right part of the pump started to stick out a few months after implant and was worsening. This was observed on the surgery date and the patient and doctor agreed to change the pump, move the location and possible catheter revision for just the pump segment. The patient's original medication concentrations and daily doses were reduced due to the new system. It was noted when the old pump was explanted, that the implanting doctor had sutured the catheter to the pump. The doctor stated this can be a cause of the catheter not functioning. With this discovery, the explanting doctor did not feel the pump or catheter were at fault and did not need to be returned to the manufacturer for analysis. A printout was provided to the patient and the issue was resolved. No further complications were expected or anticipated. Additional information was received from a manufacturer representative regarding a consumer. It was reported that the patient was not part of a clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.